Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate readings as compared to her normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time towards the end of (B)(6) 2012. The patient stated that she manages her diabetes with oral medication, 500mg of metformin and 5mg of glipizide both taken twice a day , and took his usual , daily dosage of oral medications in response to the reported issue. Approximately six to seven weeks after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness and other high blood sugar symptoms" but denied receiving any treatment in response to these symptoms. The cca noted that the patient did not have the meter or the other testing supplies during troubleshooting. The reported issue remains unresolved. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.